Event description:
It was reported that this pacemaker could not be interrogated when the patient was on the table for a pulmonary vein isolation (pvi) ablation. Appropriate magnet response was verified. Technical services (ts) discussed troubleshooting efforts and it was confirmed quick start was being used. Another programmer was brought in to interrogate the device. The device remains in service. No adverse patient effects were reported.